Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was cracked on both front corners of top case and on right plunger case. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the reported problem was not duplicated; and all the force sensor reading within the required specifications. The root cause of the issue was deemed to be customer induced via the customers disturbance of the pump during its self-test process. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing passed.

Event description:
It was reported that the pump showed a force sensor failure. No patient injury was reported.